Event description:
It was reported during a laparoscopic cholecystectomy, the gasket in the trocar fell into the pt during the procedure. It was discovered during irrigation at the end of procedure. The gasket was retrieved from the pt. There was no consequence to the pt.